Manufacturer narrative:
Additional narrative: patient identifier: (B)(6). Patient weight is unknown. Device is an instrument and is not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the surgeon encountered difficulty when placing the helix blades during a surgical procedure on (B)(6) 2015. When the locking compression plate - dynamic helical hip system (lcp-dhhs) connecting screw was removed to place the helix blade, it came out with the spiral inserter, the blade insertion guide, and the helix blade. A thirty-five (35) minute surgical delay was noted. No additional information is available at this time. This report is 3 of 4 for (B)(4).

Manufacturer narrative:
Device is not being returned to the manufacturer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.